Manufacturer narrative:
Date of event is estimated. The event of lead fracture/set screw issue was reported to abbott. The patient's leads were explanted and replaced due to a lead fracture on both leads confirmed via x-ray. The patient's therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. It was revealed via x-rays that both leads had fractured. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored post operatively.